Event description:
The customer stated that he experienced low blood glucose and was involved in a car accident. The customer was treated by paramedics at the scene. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. The customer stated that his blood glucose was high prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.